Event description:
The customer reported that the device did not acquire ECG via pads. There was no report that the device impacted the patient outcome.

Manufacturer narrative:
The customer reported that the device did not acquire ECG via pads. There was no allegation that the device impacted the patient outcome. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.